Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 400 mg/dl with moderate urinary ketones, extreme drowsiness and confusion. The patient reportedly treated themselves with insulin via injection. The reporter alleged experiencing hyperglycemia due to the pump losing prime and not delivering insulin. The patient reports the loss of prime has been an issue for two months and had occurred six times on (B)(6) 2018. Animas customer technical support completed troubleshooting of the issue with the reporter and determined the patient was using the cartridges per the manufacturer¿s instructions for use and there were no training/misuse issues identified. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a recurring loss of prime issue.